Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided charging pad. There was no reported adverse impact to the customer¿s blood glucose level. Multiple follow up attempts were made by tandem technical support to obtain additional information; however, a response was not received.